Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable to redisperse. A technical support specialist verified with customer that the nurse should have wasted the entire 1 tablet, not just the 1 mg. If f the nurse wasted 1 tablet or 10 mg instead, then the medication would have been able to be redispersed. Customer tested it, and confirmed it does allow you to redisperse the tablet after waste 1 tablet. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the user unable to redisperse medication after wasting. The customer reported that the nurse dropped the haloperidol 10mg medication, to pull another haloperidol the pyxis did not recognize that the initial dose wasn't given. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.